Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 900 units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have conducted a review of the batch manufacturing record of this product, and this batch had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. We have received four closed samples for analysis. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of all samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.62 kgf in average and 1.51 kgf in minimum (ep requirements: 1.12 kgf in average and 0.78 kgf in minimum). Furthermore, degradation test result conducted on the samples received fulfils b. Braun surgical requirement. In the degradation test, threads are introduced in a 0.9 % nacl solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples received are 1.28 kgf in average and 1.24 kgf in minimum. B. Braun surgical requirement is 0.50 kgf in minimum. Review the complaint history record, there is only one previous case of the same reference in the last 5 years. It was regarding wound healing disorders and closed as not confirmed after analysis. On the other hand, no other complaints have been received from the products manufactured with the same thread raw material batch as the code-batch involved. Novosyn biocompatibility has been tested in numerous experiments. In sensitization and irritation tests the harmlessness of novosyn was proved. Nevertheless, there are risks (side effects) associated to the use of novosyn suture, which are mentioned in the instructions for use of the product: "an existing infection may be negatively influenced by any absorbable suture. The degradation of the suture may also be slightly accelerated depending on the patient and the severity of infection. The following side effects may be associated with the use of this product: pain, granuloma, seroma, hematoma, rejection, enhanced bacterial infectivity, wound dehiscence, anastomotic leak and haemorrhage." Final conclusion: according to the results of the samples tested and the batch manufacturing record review, the product complies with our specifications and also fulfill usp/ep requirements. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that thread granuloma occurred after primary wound healing 31 days after surgery. There seems to be a reaction to the subcutaneous suture material. Healing was under ideal disinfection and antibiotic therapy. Patient data: (B)(6), male, year of birth: (B)(6). More information has been requested.